Event description:
This is report 1 of 3 for the same event. It was reported that during an anterior cervical surgery, it was observed that the cutter device could not be inserted into the attachment device. It was further reported that the cutter device could not be removed from a different attachment device. The reporter was unable to determine which attachment device had which alleged malfunction. As a result, there was a minimal delay to the surgical procedure to change instruments. However, the duration of the delay was unknown. There were identical spare devices available for use to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred on (B)(6) 2015; however, the exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn out and loose. It was determined that worn and loose bearings created a situation where the cutter was not able to be inserted due to bearings were no longer in axial alignment not allowing the cutter to pass through. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.